Event description:
A malfunction was reported on the customer's pump. Customer's blood glucose (bg) level was recorded as high. Customer administered a correction injection via multiple daily injections (mdi) and did not experience any adverse effects or have ketones. Technical support provided information on resetting the pump and assisted the customer, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose.